Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (39 mg/dl) and glucose tablets were consumed to address the bg level. The cause of the low bg was unknown. The customer's healthcare provider advised the customer to adjusted the pump temp basal rate setting to address the low bg.

Manufacturer narrative:
The pump log's were reviewed. Pump logs did not indicate that the insulin pump caused or contributed to a low bg event. There was no evidence that the insulin pump experienced a malfunction or failure.